Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed insulin flow blocked alarm. Customer's blood glucose was 340 mg/dl. Customer took a bolus and blood glucose went up to 578 mg/dl. Customer was advised to change set. No troubleshooting was done on high blood glucose. Customer will not be returning the device for analysis.